Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the ablation of the right lower pulmonary vein using the afapro28, blood was detected in the catheter handle and later became visible in the umbilical coaxial. The balloon was found to be broken in its proximal part, resulting in a blood leak through that area. The console gave an error due to the presence of blood, prompting the coaxial umbilical cable to be disconnected and reconnected; however, the error recurred and blood reflux appeared from the most distal part of the umbilical. The patient's sheath and balloon were removed, and a raised plastic was observed in the proximal part where the blood leak occurred. The case was completed. As a preventive measure, a purge of the console was performed to check for blood contamination, and no problem was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 26079 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was performed. External visual inspection of the balloon segment showed a leak path from the outer balloon. The outer balloon proximal bond was partially detached from the catheter shaft. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 27 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005 indicating "a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection." Pressure testing and inspection of subcomponents of the balloon, handle, and shaft segments was performed. Pressurizing of the outer balloon identified the outer balloon proximal bond was le aking and detached from the shaft. In conclusion, the balloon catheter failed the returned product inspection due to a bond detachment observed at the outer balloon proximal bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: image and video files were returned and analyzed. The first image showed a medical setup on a blue surgical drape. A coaxial umbilical cable was connected to a balloon catheter that was in use. Notably, visible traces of blood were present inside the coaxial umbilical cable. The second image showed a medical setup in a clinical environment, where a practitioner was holding a deflated balloon catheter following use; visible traces of blood could be seen inside the balloon of the catheter. The received video demonstrated a practitioner pressing on a deflated balloon catheter following use; as pressure was applied, bubbles of blood or fluid emerged from the proximal end of the balloon, suggesting a possible breach at the balloon joint. In conclusion, the reported visible blood was confirmed during image and video file analysis. The balloon catheter is currently in transit for analysis. An additional report will be submitted upon completion of returned product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.